Event description:
Nurse was hanging chemotherapy infusion and a glued cap came off the connector device resulting in a large chemotherapy spill on the floor and IV pump. The pharmacist notified the device representative.